Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements. Technical services (ts) reviewed device data and confirmed that two alerts had been stored for this observation and noted that the general trend of shock impedance is stable with a slight lately increase. There are no unusual peaks, noise or oversensing associated, so ts explained that with the reported impedance vector breakdown it is likely there is no mechanical impairment affecting the coils or conductors, and indicated that in this case, it is most likely that the observations are related to a clinical related process like fibrosis, calcification or similar, but not a problem from the system itself. A troubleshooting guide was provided to exclude rv lead impairment, including performing commanded shock testing to assess the real high energy impedance of the lead. Later, the patient attended the hospital and upon interrogation, it was found that the shock impedance was 195 ohms. Consequently, the physician made the decision to explant and replace this device and right ventricular lead. No additional adverse patient effects were reported. Additional information was received. The facility made the decision not to return the explanted crt-d device.